Event description:
Complainant alleged that while installing the device into the wall cabinet, it was found that the electrode pads were not attached to the device, and the device did not power up. Complainant indicated that there was no patient involvement in the reported malfunction.